Manufacturer narrative:
Evaluation results: related to operational context (given the damage on the device coupled with the manufacturing controls in place to detect this damage, the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Deformation problem. Evaluation conclusion: operational context caused or contributed to the event (given the damage on the device coupled with the manufacturing controls in place to detect this damage, the issue is related to the attempt to use the device during the procedure and is therefore procedural related). (B)(4).

Manufacturer narrative:
Evaluation codes, results: other (based on the information available no root cause can be determined). Evaluation codes conclusion: other (based on the information available no root cause can be determined) not yet available - evaluation in progress. (B)(4).

Event description:
Evaluation summary the stent was positioned between the marker bands as per specifications. There was no damage evident on the stent. A small amount of hardened blood and contrast was present inside the balloon and inflation lumen. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon proximal pillow. A longitudinal tear was present on the proximal balloon pillow. Small indentations/scratches in the balloon material were present along the edge of the balloon tear. The distal tip was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the proximal segment of the lad using resolute integrity drug eluting stent. It was reported that the lesion exhibited mild calcification with 90% stenosis and timi ii ¿ flow distal to the lesion, the vessel was non-tortuous. The device was inspected before use and prepped with no abnormality noted. The lesion was pre dilated. The device was positioned in the lesion and balloon was gradually inflated to 14atm but no inflation of the balloon was noted, because of that deflation was performed after 10 secs. No rising pressure noted on the scale of the inflation device. The leak was noted on the first inflation under the stent. There was no resistance while delivering the stent to the lesion and device did not pass the through a previously deployed stent. Stent did not open in the lesion and was still on the balloon after pulling out the whole system. The procedure was completed with a new resolute integrity 3.0 x 18mm and was successful. There was no injury to the patient or clinical sequelae reported for this event.